Event description:
It was reported that the right atrial and right ventricular lead was exhibiting noise resulting in pacing inhibition. The noise was reproducible with isometric exercises. Both leads were explanted and replaced. The patient was in stable condition post procedure.